Event description:
Reference MDR #1219856-2010-00140 for the first event involving the same pt. It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the physician inserted the super arrow-flex (saf) sheath into the femoral artery. The physician began to insert the iab into the saf sheath. Per the physician, 9" of the bladder exited the saf sheath when the iab became stuck. The iab and sheath were removed as one unit. Another iab was prepped for use and the physician inserted a "standard 9 fr cath lab sheath and was able to successfully insert the 3rd iab."

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.